Event description:
It was reported that a flo-gard IV solution administration set had tubing that was cut cleanly in half. This was noticed when the set was removed from a colleague triple channel pump (baxter product) during or following patient infusion of an unspecified solution. The reporter stated that the pump caused the cut. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.